Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned set screw found threads to be torn and peeled off from the device. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of these device that could have contributed to the problem reported by the customer. The lot was released accomplishing all quality requirements. Review of the complaint trend analysis for the product code found no emerging trend. The root cause of the set screw threads becoming torn and peeled off from device cannot positively be determined. However, one possible root cause may have been that the set screw most likely was not properly seated and inadvertently cross threading occurred, causing the sets crew threads to become torn. No corrective action/preventive action is necessary at this time as there have been no issues identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer. No systematic trends have been observed in this complaint. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate had reported that when placed intra-operatively, two viper mis single inner set screws did not work properly. It was observed that these set screws were nicked. However, receipt of the devices by depuy synthes spine complaint handling unit on (B)(4) 2014 found threads were torn and missing from the single inner set screws. The resulting delay to the procedure did not exceed thirty minutes and there were no adverse consequences to the patient. Additional set screws were available for use. The following mfg. Medwatch reports are being filed for the two viper mis single inner set screws. 1526439-2014-11853; 1526439-2014-11854.